Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a constant upstream occlusion alarm. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During functional testing, a constant upstream occlusion was not reproduced. The device was tested for upstream occlusion detection and passed. A review of the event history log (ehl) revealed upstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified however the device was found within specification and no device correction is required. Should additional relevant information become available, a supplemental report will be submitted.